Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), s/n (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced the power enclosure and power tray. The returned power conversion enclosure passed bench testing. The rep installed the enclosure in a test system. After conversion was installed, before the ias was powered on, the l.e.d.s on the system control board were flashing and the lift and shift pump was cycling on and off. The power enclosure was faulty. The power tray was returned, but not analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system is making a pulsing noise when turned off and unplugged. There was no patient present when this issue occurred.